Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to pain and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: zimmer nexgen cr-flex femoral component catalog #: 00-5750-014-06 lot #: 61757888, zimmer nexgen tibial component catalog #: 00-5980-047-01 lot #: 61896565, zimmer nexgen cr articular surface catalog #: 00-5952-040-14 lot #: 61983330, zimmer nexgen all-poly patella catalog #: 00-5972-066-32 lot #: 61997971.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to pain and loosening. The patient was revised due to femoral and tibial component loosening approximately three years and eight months after the primary surgery.

Manufacturer narrative:
This follow-up report is being filed to correct information. Lot number corrected from 73774288 to 73774286.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiry date: 2015-08. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Operative notes from the primary surgery state that the patient underwent right total knee arthroplasty due to arthritis with a valgus deformity. A few degrees of hyperextension and excellent stability with a perfect flexion and extension gap and rotational stability were noted with trial components. The final components were implanted with cement and the knee was ¿hyperextended¿ and held until the cement had hardened. No intraoperative complications were noted. Review of the implanted devices identified no compatibility issues. Operative notes from the revision surgery state that the femoral and tibial components were revised due to a loosening. The patellar component was not revised. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the nexgen cr-flex and lps-flex gender solutions package insert, loosening is a known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.